Event description:
A customer contacted beckman coulter regarding an erroneously elevated hemoglobin (hgb) result from a single patient sample that was generated by the coulter ac t diff 2 instrument. A patient sample was tested for hgb and a result of 14.0g/dl was obtained. The actual printouts were not provided and it is unk if the result was flagged. The customer re-tested the original sample and he hgb result was 7.4g/dl. The customer indicated that the patient was admitted to an ER, where the patient's sample was tested for hgb and the result was "normal". The actual result obtained at the ER was not provided. There was no adverse effect to patient as a result of this event.

Manufacturer narrative:
The customer runs qc once a day and qc testing was conducted before and after the event. The customer indicated that patient's samples tested before and after the event were within normal parameters. Beckman coulter was not able to review the actual records, as this event was back in march and the instrument only keeps 250 samples. As of august 09, 2006, there have been no additional reports of erroneous hgb results from this account. A clear root cause had not been determined in this event. A malfuction will be assumed for the purpose of this report.